Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that the surgeon implanted an 11.5mm icm115v4, -20 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2014. Low vault and an anterior subcapsular cataract were observed on (B)(6) 2014. The lens was explanted, cataract surgery was performed, and an iol was implanted on (B)(6) 2015.

Manufacturer narrative:
Additional information: this product is not marketed in the u.s. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).